Event description:
It was reported that the insulin pump alarmed button error during bolus. Customer's blood glucose was 184 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Customer reported that he put a new battery on the insulin and it seems to be working and wanted to cancel the insulin pump replacement. The customer was advised to discontinue using the insulin pump and revert to a back up plan due to he had button error alarm. No further information provided.

Manufacturer narrative:
The pump had a button error alarm due to moisture damage on the keypad trace. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.